Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Hipot test, patient hipot test, safety analyzer test and voltage check passed. The heater test failed. The heater would not turn on. There were visual signs of thermal decomposition found on the f1 fuse on the ac distribution board a known working ac distribution board was installed for further testing the working ac distribution board was removed at the completion of the investigation. There were no other visual discrepancies found during an internal inspection of the returned cycler. The simulated treatment post-accelerated stress test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition found on the f1 fuse on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m67 fluid temperature out of range alarm occurred in step 5 of setup. Patient was connected during incident. Solution bags were stored away from cycler inside the at room temperature. Patient powered on the cycler to start the setup today he heard a spark coming from the back of the cycler. Patient didn't think anything of it; so, he continued with the setup and now is receiving the m67. Patient no longer feels comfortable and would like the cycler replaced. Patient will perform manuals. Replaced cycler due to m67. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. The cycler is available for return. Cycler was replaced. Upon patient follow-up it was determined the patient was not able to complete treatment. The new cycler has been received and the malfunctioning cycler has been returned. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the f1 fuse on the ac distribution board was identified.